Manufacturer narrative:
The device was returned and investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the nozzle of the colonovideoscope was clogged. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Correction to d9, which was inadvertently left out of the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The nozzle was not deformed. Reprocessing information could not be obtained from the user. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual olympus cf-ez1500dl/I operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system shows how to detect the event. Instruction manual olympus cf-ez1500dl/I reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor the field performance of this device.